Manufacturer narrative:
It was reported that the end-user experienced a reaction of hives, tongue and facial swelling, and redness to her face after using the gloves for approximately 20-30 minutes. The end-user states that she felt as though her "throat was closing." Reportedly, the end-user went to a hospital emergency department (ed) where she received an unidentified "steroid shot," famotidine, and benadryl. No diagnostic testing reported. She was not admitted to the hospital after her ed visit. The end-user reported that she has been taking benadryl every 4 hours since her ed visit. The box of gloves was reportedly discarded. There is no sample available to be returned to the manufacturer for evaluation. No additional product information provided. Since her ed visit, approximately 1 week ago, the end-user reports improvement of reported symptoms. Due to the reported incident, the need for medical intervention, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a reaction of hives, tongue and facial swelling, and redness to her face after using the gloves for approximately 20-30 minutes.